Event description:
It was reported that the patient was seen in clinic and reported to have low voltage alarms on (B)(6) 2022 and (B)(6) 2022 while on the mobile power unit (mpu). The event log displayed power cable disconnect, low power hazard, and no external power alarms while tethered to the mpu on (B)(6) 2022 at 05:21 and (B)(6) 2022 between 07:42 and 08:01. The events were caused by the power to the mpu being briefly interrupted. There was no interruption in pump support during these events. The patient was reported to have the v-locking power cord. Additional information was received on (B)(6) 2022 that the patient had no alarms on overnight sleeping on the mpu on a different outlet. They stated that a family member might have tugged the plug by accident. The patient understood to call if further alarms occur but a replacement mpu was not needed at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number:(B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed 254 events spanning approximately 4 days (15sep2022 ¿ 19sep2022 per timestamp). The pump fixed speed and low speed limit (lsl) were set to 5100 rpm and 4700 rpm, respectively. The pump was able to maintain speeds above the lsl throughout the log file. No external power alarms coincident with a loss of ac power were active on (B)(6) 2022 from 05:21:21 ¿ 05:21:23, and intermittently on (B)(6) 2022 from 07:47:54 ¿ 08:01:47. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.